Manufacturer narrative:
Reference user facility medwatch report #(B)(4). The reported event occurred during a procedure to close a fistula at a percutaneous endoscopic gastrostomy (peg) site and included four endoscopic insertions and withdrawals. The presence of blood in the esophagus was initially noted during the second endoscopic withdrawal. Following the reported event, the doctor chose to complete the procedure using a different type of clip at the peg site. The patient was sent for CT scan following procedure, was admitted to hospital for observation and has since been discharged. The device subject of the reported event was returned to us endoscopy for evaluation. Upon inspection of the returned device, us endoscopy identified that a small piece of the plastic housing on the delivery system was not properly seated/flush. If not flush, this could result in a laceration to the surrounding tissue during withdrawal of the endoscope. We cannot isolate the extent of affected units and therefore are initiating a recall. This recall will be completed and monitored under us endoscopy field correction #1528319-02/01/19-r-001.

Event description:
The user facility reported an esophageal laceration occurred during a procedure in which our padlock clip defect closure system was one of the medical devices utilized. The procedure was successfully completed with another device, and the patient was admitted to hospital for observation and has since been discharged.